Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: device returned. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. The working cannula tube was the only sample from the kit returned for analysis. Visual analysis of the returned device revealed that was bent from the shaft. A functional test was not performed since the mating device was not returned for evaluation. However, based on the damage of the shaft, it is reasonable that the observed condition prevents the de device from assembling its mating device as intended. A dimensional inspection was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and excessive forces during the insertion of the the trocar instrumentation. The overall complaint was confirmed as the observed condition of the access kit 4.7 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device. If the lot/serial number becomes available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that a percutaneous vertebroplasty (l4) was performed for a compressed fracture on (B)(6) 2023. In the surgery, the surgeon proceeded with a vertebroplasty trajectory with the trocar and working sleeve connected, but the bone was too stiff to proceed to the desired trajectory. He had re-hammered it several times, using a drill along the way, when he noticed that the working sleeve of the access kit in question was bent. He opened a new access kit and the desired trajectory was achieved. The surgery was completed successfully without any surgical delay. The patient outcome was reported to be stable. This report involves one access kit-sterile. This is report 1 of 1 for (B)(4).